Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as very itchy due to hot weather and sweating. There was no alleged device malfunction contributing to the irritation. The patient¿s physician gave a cortisone shot as well as hydrocortisone cream for the skin irritation which was diagnosed as cellulitis by the physician. Follow up indicated that the skin irritation improved.